Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the initial implant, the right atrial (ra) lead was exhibiting noise. The physician elected to implant a different lead. There were no patient consequences throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.